Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillators (crt-d) device had ventricular episodes recorded. Upon review, it was determined that there was oversensing of atrial pace beats on this right ventricular (rv) lead. Patient's true rv intrinsic was undersensed. This rv lead remains in service. No adverse patient effects were reported.